Event description:
It was reported that during a lap cholecystectomy procedure, the jaws did not open after firing. They had to manipulate to get them off the tissue. There was no trauma to the tissue. They got a new device to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.